Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) power consumption increased. Engineering analysis was done, and result showed that the device appeared to be depleting abnormally. The high consumption did start several months ago and also high auto thresholds were noted. This was likely to be a device hardware malfunction affecting the pace circuitry. Additional information was received indicating that the device was explanted due to premature battery depletion (pbd) and the patient was given antibiotics. No additional adverse patient effects were reported.